Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. On (B)(6)2025, around 3am, the patient was asleep but was whining and crying. The reporter tried to wake the patient up but could not. Emergency medical service (ems) was called. Once ems arrived, the patient¿s bg meter reading was 47 mg/dl and the continuous glucose monitoring (cgm) device was ¿not working¿, however, no specific error or alert message could be recalled. Ems treated the patient with an unspecified IV and then transported him to the emergency room (ER). At the ER, the patient was given crackers to eat. No further bg meter reading could be recalled. The patient was discharged home around 9-10am the same morning. The patient was ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.